Manufacturer narrative:
Evaluation of the returned product confirmed the reported issue and revealed that the nurse call receptacle housing is loos, but the internal mechanism inside the nurse call receptacle is intact. The unit does send a signal to activate the red led at the nurse call test fixture when weight is removed from the sensor pad. However, when the nurse call is wiggles, the red led at the nurse call test fixture turns on and off. Unit passes all other tests performed. The unit has visual cuts and scuff marks on green over mold. (B)(4).

Event description:
Customer reported when the nurse call cable is plugged into the nurse call port on the alarm it des not have a tight fit. The nurse call cable does not stay plugged into the nurse call port. The date the issue was discovered is unk. No pt incident or injury was reported.